Manufacturer narrative:
The event occurred in (B)(6).

Event description:
It was reported that the infusion set was leaking at the headset on two occasions. The patient experienced elevated blood glucose levels between 300-400 mg/dl. No adverse event was reported. The infusion sets were requested to be returned for product evaluation.